Event description:
Reporting status: serious injury/surgical intervention/permanent damage. Reporting rationale: coronary artery bypass graft (CABG) is considered to be permanent damage. Device issue: no device malfunction has been reported. It was reported via a trial that the index procedure was in 2008, in which a 3.5 x 18mm xience v stent was implanted in a pre-dilated distal svg lesion (de novo), and a 4.0 x 12mm xience v stent was implanted to treat restenosis of a previously drug eluted stent in the proximal svg lesion. However, in 2009, the pt experienced chest pain with exertion and was treated with medication. Three weeks later, a diagnostic coronary angiography was performed which revealed restenosis and the pt was sent for coronary artery bypass graft surgery (CABG). The outcome of the adverse event was resolved. No additional event or pt info is available.

Manufacturer narrative:
Angina and re-stenosis in the IFU are known as adverse events associated with coronary stenting. Additionally, angina, stenosis and hospitalization are listed in the risk assessment as no-fault post-procedure complications. The 3.5 x 18mm xience v stent was implanted in a de novo lesion in a svg lesion. The IFU states, the xience v is not indicated for improving coronary luminal diameter in pts with symptomatic heart disease due to de novo native coronary artery lesions. A conclusive cause for the pt effects, and the relationship to the product, if any, cannot be determined. The other xience v stent is being reported under this MFR #.